Event description:
It was reported that a study participant contacted staff after hours for persistent hyperglycemia greater than 300 mg/dl for over 90 minutes following a meal, suspected an infusion set failure due to similar postprandial issues the prior evening, changed the infusion set and tubing, and subsequently experienced improved glucose; the principal investigator assessed the event as likely related to an infusion set failure. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.